Event description:
The pt moved into assisted living. Afterward she experienced a loss of stimulation and increased pain. She was using a mechanical/electrical bed in the facility. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).